Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the distal end of the glass cap/fiber is detached and not returned; the metal cap is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibited mild crystal-like deposits. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product's of "fiber burnt out" could not be confirmed. A glass and metal cap failure was found; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber burnt out" @ 1 hour, 05 minutes and 19 seconds and 549,935 joules of use. It is not known if the procedure was completed using this fiber or another. Patient outcome: "no injury to the patient".